Event description:
5 month old female with medical history of pulmonary atresia with ventricular septal defect. S/p rastelli with pulmonary homograft on 4/17/89 requires explant and rastelli redone on 7/7/94 due to regurgitation. Valve was replaced with aortic homograft. Site relates event to allograft.